Event description:
Additional information received that the resistance was located in the proximal section of the catheter. The coil came out of the introducer sheath smoothly. There was no kink/damage to the coil observed after removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the echelon-10 micro catheter and axium device were returned for analysis within shipping box; within an unsealed plastic biohazard pouch and within their opened inner pouches. The axium device was returned further within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. The echelon-10 micro catheter body was found kinked at ~21.0cm from the proximal end. The proximal marker band was found crushed. No damages or irregularities were found with the distal tip or distal marker band. No ruptures or breaks were found on the echelon-10 surface. Testing/analysis: the echelon-10 total length was measured to be ~155.0cm and the useable length was measured to be ~147.1cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ±1.5cm). The echelon-10 micro catheter was flushed, and water did not exit the distal end. An in-house 0.0165¿ mandrel was inserted into the echelon-10 hub, through the micro catheter body and became stuck at the kinked location. The axium device could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ and ¿coil resistance/stuck in catheter¿ were confirmed as resistance was encountered during in-house mandrel resistance testing. The cause of the resistance was found to be due to the kink found with the micro catheter. Possible causes for catheter kinking are patient vessel tortuosity, device removed aggressively, catheter entrapment, or user advances/retrieves device against resistance. Customer reported vessel tortuosity as severe, aneurysm was in a tricky position, and devices were prepared per IFU. It is likely the severe tortuosity/aneurysm position contributed towards the failure. The crushed proximal marker band potentially contributed towards the reported resistance. Customer reported shaping the tip, however, the tip appears to be unshaped. Customer also reported catheter rupturing, however, no ruptures were found with the device. The returned axium pusher and implant coil were found damaged. It is likely the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. The axium coil are compatible for use with the echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil encountered resistance with the echelon catheter that was found ruptured. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm with a max diameter of 3 mm and a 3 mm neck diameter. The accessed vessel was the femoral artery with a diameter of 10 mm. It was noted the patient's blood flow was normal and vessel tortuosity was severe. The patient's vessel tortuosity was also noted to be moderate. It was reported that the patient had an intracranial aneurysm, the blood vessel was severely tortuous, and the aneurysm was in a tricky location. After shaping the microcatheter twice, the microcatheter could not be in place, the tip of the microcatheter was broken, and the shape could not be maintained. The surgeon stated that there was a problem with the quality of the microcatheter and continued the operation after replacing the microcatheter. The first coil was 3-8-3d, and found that the coil felt very astringent when delivered into the microcatheter, and the resistance was large, and the coil could not come out. After replacing the product with the same model from another brand, the embolization was successful. However, the surgeon stated that there was a problem with the quality of qc-3-8-3d. It was reported the echelon catheter ruptured (intact). The ruptured location was the distal section. Aside from the rupture there was no other damage to the catheter. The injection rate was normal. It was reported there was coil resistance/stuck in the middle of the catheter. It was reported there was no catheter damage observed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID qc-3-8-3d (lot: 227286477); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h.6. For corrected code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.